Manufacturer narrative:
(B)(4). A service history review was performed revealing the reported condition is not related to any previous reported problem for this pump. Device evaluation: the reported condition of an alarm not sounding involving an infuso.r. Pump was not confirmed nor reproduced during device evaluation. The assignable cause was not identified. Because this device is a stay-in unit, no repairs were made to fix reported condition.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Event description:
The facility representative contacted baxter to report an infusor in which there was a failure to alarm. There was no adverse event, patient injury or medical intervention associated with this report. The event occurred in the operating room, the process step is unknown. There is no further complaint information available.